Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues and high pacing threshold measurements. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.